Manufacturer narrative:
Patient age at time of event : 18 years of age or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11295. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, the physician engaged a non-bsc guide catheter and then the rotawire crossed the target lesion. Platforming of the burr was subsequently performed. However, it was observed that the rotawire was cut. A second rotawire was then used and tried to load to the rotalink plus. However, it was noticed that a piece of the cut rotawire was on the burr tip. The burr was eventually removed and replaced with a 1.25mm rotalink plus and the calcified lad was treated. After that, the 1.25mm burr was then withdrawn and the physician utilized a non-bsc guidewire to cross the mid lad. The second rotawire was removed thereafter. A non-bsc balloon catheter was used to predilate the target lesion and a non-bsc stent was deployed consequently. Angiogram was then performed post-procedure and revealed no calcification and thrombolysis in myocardial infarction (timi) 3 flow was established in the mid lad. No patient complications were reported and the patient's status was stable.